Event description:
It was reported that the right ventricular lead experienced oversensing, high impedance, and loss of capture. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured, there was blood/body fluid on several conductors (not obstructed), the defib conductor and svc conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation was torn and breached cut, there was a white substance on the outer insulation and on the exposed defib coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead was stretched; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured, there was blood/body fluid on several conductors (not obstructed), the distal conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation was torn, the outer insulation was torn and breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead was stretched; partial lead in segments returned and analyzed.